Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the insert shows surface marks and deformation around the locking area. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted abrasion and deformation were visible on the articulating surface of the insert. The deformation was potentially caused by loose cement. A small amount of wear was visible on the post of the insert. Abrasion, deformation, and scratches were also observed on the non-articulating inferior surface of the insert. Portions of the locking mechanism were deformed, and the manner of deformation indicated that the component was not locked into the tibial tray. Abrasion and deformation on the inferior surface of the insert was more pronounced on the side opposite the damaged locking mechanism. Deformation was also noted on the anterior of the insert, potentially caused during insertion when the insert did not lock in the tray or during removal. Damage was noted on one side of the anterior locking mechanism. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to implant disassociation.